Event description:
Unit is pulling hard left and patient drove off the ramp resulting in injury.

Manufacturer narrative:
The device was returned and evaluated. The evidence suggests the programming of the controller was altered post final release.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be submitted.

Event description:
Unit is pulling hard left and patient drove off the ramp resulting in injury.